Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient felt very sick after the procedure. Additional information was received three days later. The patient noticed a sensation that their bladder was not emptying completely. They tried to release the sensation but nothing was voided. The patient changed to the left side at 1.7 and was comfortable at that level. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.